Event description:
On (B)(6) 2022 patient admitted with shortness of breath, increased edema, and nocturnal dyspnea. CT scan on (B)(6) with noted 50% narrowing of the outflow graft concerning for thrombus. Ldh wnl at 182. On (B)(6) 2022 patient taken to the operating room for bend relief surgery. The bend relief device was removed from the graft along with protein material that was obstructing the outflow graft. Lvad flow increased immediately.